Event description:
Implanted cardiac pacemaker reached premature eri on (B)(6) 2021, and today device has lost its pacing function. Pt's heart rate is in 50s and pacing lower rate is set at 60bpm. Turning pacing low rate up to 70bpm did not cause device to pace, even though device was sensing the pt's heart rate at 54bpm. FDA safety report ID # (B)(4).